Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Event description:
Affiliate reported that the device has many micro holes in the catheter. As a result, the surgeon cut the catheter at 3 cm and reconnected it. It was noted that there could have been a risk of infection.